Manufacturer narrative:
It was reported that a 68-year-old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a preface® guiding sheath with multipurpose curve and smartablate¿ system irrigation pump and suffered aortic air embolism requiring a heart catheterization and a balloon pump placement in the aorta. During the procedure, error 6150 appeared on the carto 3 system when the soundstar catheter was connected. The eco adapter cable was exchanged, and the error resolved. It was also reported that transseptal puncture, the catheters were introduced across in the left atrium. The patient developed an aortic air embolism. This was noticed while fast anatomical mapping (fam) in the left atrium, the patient's blood pressure decreased. Pericardial effusion was ruled out with intracardiac echo (ice) but diagnosed the aortic embolism. A cardiac catheterization and transesophageal echo (tee) were performed, and an intra-aortic balloon pump was placed to treat the embolism. The patient was awake, alert and responsive. Extended hospitalization was required for a formal neurological exam. Patient¿s outcome is fully recovered. The device was visually inspected, and it was found in good conditions. Then, a flushing functional test was performed on the unit. The cannula sheath was successfully flushed. No anomalies were observed. The DHR was not review since the lot number was not available. The customer complaint cannot be confirmed. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. All catheters and sheaths were visually inspected and flushed after the procedure and everything was flushing normal. The root cause of the adverse event remains unknown. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1. Non-biosense webster, inc. Product - st. Jude medical, st. Jude agilis sheath; 2. Biosense webster, inc. Product - thermocool smart touch sf catheter , catalog #: unknown, lot#: unknown; 3. Biosense webster, inc. Product - pentaray catheter, catalog #: unknown, lot#: unknown; 4. Biosense webster, inc. Product - carto® 3 system, catalog #: unknown, serial #: unknown; 5. Biosense webster, inc. Product - soundstar catheter, catalog #: unknown, lot#: unknown. Biosense webster, inc. Manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a preface® guiding sheath with multipurpose curve and smartablate¿ system irrigation pump and suffered aortic air embolism requiring a heart catheterization and a balloon pump placement in the aorta. During the procedure, error 6150 appeared on the carto 3 system when the soundstar catheter was connected. The eco adapter cable was exchanged, and the error resolved. It was also reported that transseptal puncture, the catheters were introduced across in the left atrium. The patient developed an aortic air embolism. This was noticed while fast anatomical mapping (fam) in the left atrium, the patient's blood pressure decreased. Pericardial effusion was ruled out with intracardiac echo (ice) but diagnosed the aortic embolism. A cardiac catheterization and transesophageal echo (tee) were performed, and an intra-aortic balloon pump was placed to treat the embolism. The patient was awake, alert and responsive. Extended hospitalization was required for a formal neurological exam. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. All catheters and sheaths were visually inspected and flushed after the procedure and everything was flushing normal. Physician believed that the event was the result of in improperly flushed transseptal sheath, air was introduced in the transseptal lines that came from one of the heparinized saline bags that were under pressure. A st. Jude agilis sheath and a biosense webster, inc. Preface® guiding sheath with multipurpose curve were in use. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The error 6150 issue was assessed as not reportable. The incidence of magnetic sensor error is easily detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter or cable. The potential risk that it could cause or contribute to a serious injury or death is remote.